Event description:
The immulite 2000 has a sample carousel. Each position on the carousel is assigned a hex value. The instrument uses this value to determine which position on the carousel must be sampled to perform the assay. During service at a customer site, a field service engineer inadvertently configured position 4 to be the same as position 2. This means that each time the instrument went to sample from position 4, it actually sampled from position 2 for all sample racks. Dpc technical service retrieved system files and was able to identify all patient samples that had been affected. A list of affected samples and the tests ordered was supplied to the user facility in 2002. The handling of patients was not impacted by this incident.